Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their pump programming and low blood glucose levels. The customer states their healthcare provider wanted them to change their basal settings and carb ratios. The customer states their blood glucose levels had been in the 40mg/dl. The customer states they treated lows with cranberry juice and chocolate milk. The customer was assisted with programming pump.